Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed current and fall-off tests) has been confirmed. Upon service investigation belt failed the current and fall-off tests. The cause was the yellow (pgnd) wire was open inside the trunk cable connector. The cause for the open wire was a cracked trunk cable connector. The root cause for the broken connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged trunk cable connector and open wire. The pt received a replacement electrode belt.

Event description:
Electrode belt sn (B)(4) was returned for an unrelated issue. During servicing, the belt failed the current and fall-off tests. The pt was issued a replacement electrode belt.